Event description:
It was reported that during surgery the broach became stuck in the femur. The femur had to be cut to remove the broach and the femur was secured with cable and the stem was implanted.